Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address the reported event. The fse confirmed the complaint by reviewing the analyzer's quality control (qc) logs, but could not reproduce error since the integrity of the samples might have been affected. Fse inspected the analyzer for proper functioning of the pumps, no leaks present, alignments were as expected. Fse proactively replaced the sample nozzle assembly to prevent any probe malfunction. Fse primed all necessary components with no leaks, performed background check run with passing results, performed ipth calibration, 10 replicate precision study and qc runs, all passed without error and within acceptable range. The analyzer was validated by successfully performing qc run. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number 14933504. There were no other similar complaints found during the searched period. Limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack intact pth, the highest concentration of intact parathyroid hormone measurable without dilution is approximately 2,000 pg/ml, and the lowest measurable concentration is 1.0 pg/ml (assay sensitivity). The exact linearity of the st aia-pack intact pth depends on the particular lot of calibrator in use. Although the approximate value of the highest calibrator is 2,200 pg/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 2000 pg/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of goat polyclonal antibodies for diagnosis or therapy may contain human anti-goat antibodies. Such specimens may show falsely elevated values when tested for intact parathyroid hormone. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The most probable cause of the reported event could not be established

Event description:
A customer reported ipth imprecision on samples with the aia-360 analyzer. No reported quality control issues, the customer requested onsite service; the analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for intact parathyroid hormone (ipth).